Event description:
It was reported that the patient had a urinary tract infection. Additional information has been requested, and when received a supplemental report will be submitted.

Event description:
Additional information received reported the patient still had concerns with their device or therapy, but had not sought further help.

Manufacturer narrative:
Product ID: 3093-28 lot# v224659, implanted: 2009 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).